Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an abdominal aortic aneurysm [aaa] repair procedure the catheter tip detached within the patient's abdominal aorta. The physician had acquired femoral artery access and during a guidewire exchange, after placement of the first abdominal stent the catheter tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient's abdominal aorta.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.